Event description:
Patient seated in 6 year old bed when trapeze bar fell hitting patient on head which required stitches. X-ray taken, no further injuries reported.

Manufacturer narrative:
Distributor and burke repeatedly try to contact facility by phone and mail for further information with no response. In reviewing pictures from distributors, we determined that the incorrect tube was used in the trapeze assembly. The tube used did not have the attached locking pin unlike correct tube. Tube held in place by gravity, friction and locking pin. Contacted distributor, informed them that the wrong trapeze tube was used. Distributor reported that light fixture in room was damaged. We believe that movement of bed caused trapeze to catch on room light. With trapeze locking pin not in locking hole, horizontal trapeze tube dislodged. Unique first time single event. Product design in use since 2003. We are reviewing installation instruction procedures with distributor.